Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during the surgery of meniscus repair, after 1st firing, could not fire again. No additional information could be provided. The needle, meniscal gun and the malleable graft retractor were returned to mitek for evaluation. Mitek then conducted visual inspection of device received. On visual inspection it could be observed that one implant was deployed and not received in the suture; also, the second implant was still in place. A manufacturing record evaluation was performed for the finished device lot number:7l76251, and no nonconformances were identified. Based on the visual results, this complaint can be confirmed. The possible root cause for the deployment issue can be related when a bad technique is used at the moment of inserting the needle to the deployment gun. Once the operator attempted to do the first shoot, the bent tip leading a failure in the deployment. It is possible that the bent tip of the shaft got stuck inside the needle, therefore a misfire occurred. As per IFU 109282 indications for a needle insertion and a successful deployment are provided. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during a meniscal repair procedure on (B)(6) 2021, it was observed that the omnispan meniscal repair 27deg device did not fire again after the first firing. Another like device was used to complete the surgery. There were no adverse patient consequences nor surgical delay reported. No additional information could be provided.